Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. The lead also had high undefined impedance. The lead was programmed off and subsequently capped and replaced. No further patient complications have been reported as a result of this event.